Manufacturer narrative:
It was reported that this expands an existing field action of the supplier for the better bladder. CT has not received a correction/removal reporting number to date. Corrective action implemented by CT includes their field action as well as a pull test during manufacturing to check for the issue. Getinge received a revised/amended expanded recall letter dated (B)(6) 2017 from CT that has been confirmed by FDA on (B)(6) 2017. Getinge has issued letters to customers of affected tubing packs containing the affected better bladders to review their inventory, isolate any related products, conduct a pull test on them, and return any affected product to CT. (B)(4).

Event description:
It was reported by the facility that a pressure port come off the better bladder in the 1/4 circuit beq-top 5210 ecc pack 26 hours into therapy. There was no injury or harm to the patient.

Manufacturer narrative:
PMA/510(k)# changed from : k08059223 to: k080592. Complaint # (B)(4).

Event description:
It was reported by the facility that a pressure port come off the better bladder in the 1/4 circuit beq-top 5210 ecc pack 26 hours into therapy. There was no injury or harm to the patient.

Manufacturer narrative:
The product was not returned to the manufacturer and so could not be evaluated internally. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. It was reported by the sales rep that the product was sent by the customer directly to the supplier of the component. The supplier was contacted for the results and the results indicate that the seal between the small tubing with the luer fitting (pigtail) separated from the housing, allowing air to enter the housing and collapse the balloon. The collapse of the balloon can increase resistance to flow in the venous line and causes a drop in ECMO circuit blood flow. The reported event has been confirmed. Complaint # (B)(4).

Event description:
It was reported by the facility that a pressure port come off the better bladder in the 1/4 circuit beq-top 5210 ecc pack 26 hours into therapy. There was no injury or harm to the patient.